Event description:
Caller reported a malfunction on a pump, and reportedly it was a secondhand pump given to patient from their cousin. There was no reported adverse impact to the customer's blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.